Event description:
It was reported that the patient¿s original surgeon did not anchor the implantable neurostimulator (ins) right. The patient stated that the ins ended up twisting ¿150 times¿ and it would shock her every time it twisted. The patient stated that the shocking would bring her to tears and she was told not to travel. The patient had a surgical revision with different doctors to fix what was going on. The patient thought they used the same ins, because nothing was wrong with the unit or battery, and they ¿straightened¿ the wires.

Manufacturer narrative:
Concomitant: product ID 435135, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type lead, product ID 435135, serial# (B)(4), implanted: 2010-(B)(6), explanted: 2013-(B)(6), product type lead. (B)(4).